Event description:
It was reported that in the cath lab, when inserting the swg into the introducer needle via the subclavian vein, the swg became stuck in the needle. As a result, both the needle and swg were together removed and replaced with a new set. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated on (B)(4) 2012 and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one marked spring wire guide, inserted through an arrow raulerson syringe (ars) and an introducer needle, was returned for evaluation. The guide wire was kinked and core wire was found broken adjacent to the distal weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. The proximal weld is intact. Based upon the measured length of the broken core wire, no pieces appear to be missing. The outer diameter of the guide wire was measured and was within specifications. Functional testing could not be performed on the returned guide wire due to the condition of the wire. The returned introducer needle was removed from the guide wire for examination and the cannula was observed to be slightly curved. The returned ars was also removed from the guide wire for further inspection. No defects or anomalies were observed. For functional testing, the ars and introducer needle were connected and a 0.032¿ swg from lab inventory was inserted (distal tip first) into the ars and needle four times, with the ars plunger out and then with the plunger in, rotating the ars and needle a ¼ turn between insertions. The guide wire did not meet resistance on any of the insertions. The design of the inner cannula used in this raulerson syringe is chamfered at the proximal end. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and needle were reviewed with no findings relevant to this complaint. The reported complaint of guide wire unraveling was confirmed through visual inspection of the returned sample. No manufacturing defects were found during this investigation. Arrow guide wires are designed and manufactured to withstand a tensile force that exceeds the minimum force specified by the iso standard for this size wire. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated guide wire complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.